Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.181" x 0.600" was found to be broken off. The broken piece was not returned. The instrument also had a broken molded insulator. The broken piece measuring approximately 0.107¿ x 0.332¿ was not returned. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument was broken. The instrument was last used in a paraesophageal hiatal hernia procedure. There was no report of patient involvement.